Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown issue. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead explanted due to infection.